Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was damaged. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 28-apr-2026: the issue was observed on the mcs and was related to a broken cable. No material detached/broke off from the portion of the device that enters the patient. There was no unintuitive motion. The patient's tissue did not get damage as a result of the failure. The instrument was not removed with the cannula. Port was not increased due to the reported issue.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.